Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. It was also reported that the patient experienced low blood glucose levels and went to the emergency room (ER) and admit to hospital for less than 24 hours on (B)(6) 2025 and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 19 mg/dl. The patient had no symptoms and the main reason for hospitalization was hypoglycemia. No further information was available.